Event description:
Pump was reported to have experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer managed to replace the cartridge and resume insulin delivery, with plans to call back if the issue reoccurs.